Event description:
The customer stated that his contour readings had been higher than usual. He tested and received a reading of 340 mg/dl. He alleged that he took too much insulin based on the reading and his blood glucose dropped to 40-60 mg/dl. It's not known if the customer required any type of treatment to raise his blood glucose level. The customer did not have any test strips left that gave the high readings, so troubleshooting was not possible. No product will be returned.